Manufacturer narrative:
(B)(4). Date sent: 9/21/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device was received out of its sterile package. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the tech opened the box and the sterile packaging was open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.